Event description:
Healthcare professional reported "leukemia and rupture diagnosed via ultrasound". Leukemia is not device related. Healthcare professional reported "rupture and capsular contracture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿cancer: unable to observe as it is not related to the manufacturing. Process. ¿ rupture: observed two opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: a.2, a.4, b.3, b.5, b.6, b.7, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "leukemia and rupture diagnosed via ultrasound". Leukemia is not device related. This record is for the right side. Device remains implanted.